Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, an issue related to the ventilator's sensor board was observed. The device's sensor board was replaced to address the issue.